Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our united kingdom affiliates, during implant of a 26mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach, in a high-risk patient with very frail and poor lv function, it was difficult to cross the native valve and high push forces were applied. The angle was changed, and again high push forces were applied. The patient's pressure and cardiac output dropped significantly. Chest compressions were started and a bav was attempted four times with a 20mm non-edward's balloon. A lucas chest compression system was used. The operator tried to cross the valve as the bav balloon deflated. They also tried to use a small amount (approximately 2mm) of inflation with the commander to assist but this was unsuccessful. After more attempted crossing and lucas compressions, it was decided to abort the rest of the procedure and the patient ultimately expired.

Manufacturer narrative:
Suggests patient factors (calcification, horizontal aorta, bicuspid valve) likely contributed to the difficulty crossing the native annulus as provided information indicated that patient presented a severely calcified bicuspid valve, and that the ascending aorta appeared to be considerably horizontal. Patient factors such as horizontal and severely calcified bicuspid valve may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for an update to the engineering evaluation. The following sections have been added: b4, g3, g6, h2, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The 26mm commander delivery system was received with crimped valve over inflation balloon and loader cap over flex shaft. Handle locked, straight and 25% fine adjustment used. Kink in flex shaft likely due to packaging. No further abnormalities observed on delivery system. No abnormalities noted on crimped valve. The valve was deployed successfully and no abnormalities observed on expanded valve. Due to the nature of the complaint, no functional or dimensional testing was able to be performed. The provided imagery was reviewed and revealed the following: severe calcified native aortic valve. The ascending aorta appears to be considerably horizontal. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The clinical evidence indicates that the root cause of the adverse event and subsequent patient death was the result of severe pre'existing patient factors rather than any use, misuse, or malfunction of an edwards device. The patient was a poor candidate for tavr due to frailty, a heavily calcified bicuspid aortic valve, and profoundly reduced left ventricular function (ef 18%). Notably, in the precautions section of the edwards IFU, it states 'safety and effectiveness have not been established in patients'' with 'severe ventricular dysfunction with ejection fraction <20%'; therefore, it is up to the treating physician on whether they should proceed with this case. In addition, the IFU has the following precaution 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra/sapien 3 ultra resilia transcatheter heart valve in tortuous/challenging vessel anatomies.' In this case, the severely calcified bicuspid anatomy made valve crossing exceptionally difficult and necessitated high push forces, while the patient's critically poor cardiac reserve left little tolerance for hemodynamic instability. Pre'procedural bav was intentionally avoided because the patient was deemed unable to tolerate it. All patient factors were present prior to the introduction of an edwards device, and there is no evidence or allegation that any edwards device malfunctioned. The treating physician ultimately determines the suitability of tavr for each patient based on their clinical assessment of the benefit-risk ratio and the available precautions in the IFU. A supplemental MDR is being submitted for an update to the engineering evaluation. The following sections have been added: b4, g3, g6, h2, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The 26mm commander delivery system was received with crimped valve over inflation balloon and loader cap over flex shaft. Handle locked, straight and 25% fine adjustment used. Kink in flex shaft likely due to packaging. No further abnormalities observed on delivery system. No abnormalities noted on crimped valve. The valve was deployed successfully and no abnormalities observed on expanded valve. Due to the nature of the complaint, no functional or dimensional testing was able to be performed. The provided imagery was reviewed and revealed the following: severe calcified native aortic valve. The ascending aorta appears to be considerably horizontal. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The clinical evidence indicates that the root cause of the adverse event and subsequent patient death was the result of severe pre existing patient factors rather than any use, misuse, or malfunction of an edwards device. The patient was a poor candidate for tavr due to frailty, a heavily calcified bicuspid aortic valve, and profoundly reduced left ventricular function (ef 18%). Notably, in the precautions section of the edwards IFU, it states 'safety and effectiveness have not been established in patients'' with 'severe ventricular dysfunction with ejection fraction <20%'; therefore, it is up to the treating physician on whether they should proceed with this case. In addition, the IFU has the following precaution 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications. As compared to sapien 3, system advancement force may be higher with the use of sapien 3 ultra/sapien 3 ultra resilia transcatheter heart valve in tortuous/challenging vessel anatomies.' In this case, the severely calcified bicuspid anatomy made valve crossing exceptionally difficult and necessitated high push forces, while the patient's critically poor cardiac reserve left little tolerance for hemodynamic instability. Pre'procedural bav was intentionally avoided because the patient was deemed unable to tolerate it. All patient factors were present prior to the introduction of an edwards device, and there is no evidence or allegation that any edwards device malfunctioned. The treating physician ultimately determines the suitability of tavr for each patient based on their clinical assessment of the benefit-risk ratio and the available precautions in the IFU. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. In this case, the complaint for difficulty or inability to cross native annulus and/or bioprosthesis was empirically confirmed based on provided information by the field clinical specialist. Available information suggests patient factors (calcification, horizontal aorta, bicuspid valve) likely contributed to the difficulty crossing the native annulus as provided information indicated that patient presented a severely calcified bicuspid valve, and that the ascending aorta appeared to be considerably horizontal. Patient factors such as horizontal and severely calcified bicuspid valve may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. In this case, the complaint for difficulty or inability to cross native annulus and/or bioprosthesis was empirically confirmed based on provided information by the field clinical specialist. Available information suggests patient factors (calcification, horizontal aorta, bicuspid valve) likely contributed to the difficulty crossing the native annulus as provided information indicated that patient presented a severely calcified bicuspid valve, and that the ascending aorta appeared to be considerably horizontal. Patient factors such as horizontal and severely calcified bicuspid valve may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.